Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that administration tubing of a large volume infusor was broken which resulted in fluid leakage. The leak was discovered prior to patient use. The set was filled with 0.9% normal saline and 240ml fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from may 29, 2019 - may 31, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed fluid inside a bag that contained the infusor device which indicated leak has occurred. However, the photo did not clearly show leak was due to broken administration tube set. The reported condition was verified. The cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.